Manufacturer narrative:
A replacement power supply was sent to the customer. The original device was received on 05/28/2015. However, as of the date of this report a product evaluation was not completed. Should additional information become available, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported that the housing for her pump in style advance breast pump power adapter came apart, exposing the inner electronics, which is a safety risk.